Event description:
It was reported while using bd vacutainer® serum blood collection tubes, the caps of an unspecified number of tubes are loose. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: g.4. PMA / 510(k)#: k981013 investigation summary: bd received 1 photo for investigation. The photo was reviewed and stopper creep out was not observed. Functional testing was performed on 29 retention samples and 19 samples failed testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper function. Bd has initiated further root cause investigation relating to the issue of stopper function through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, the caps of an unspecified number of tubes are loose. No adverse impact was reported regarding the patient or user.